Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a low out-of-range impedance measurement. Additionally, there was a lead safety switch (lss) that had occurred and several episodes from the same day were stored. The right ventricular (rv) lead was a non (B)(6) product. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).